Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion and the balloon burst due to calcification. There were no balloon pieces left in the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon was tightly folded. The device was returned with the shipping mandrel and the balloon protector in place with movement. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue or irregularity.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion and the balloon burst due to calcification. There were no balloon pieces left in the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.